Event description:
This spontaneous case was reported by a consumer and describes the occurrence of pelvic pain ("nights and days in pain"), device expulsion ("surgeon had cut the inserts and everything went up into my uterus") and suicidal ideation ("suicide was not far from my mind") in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: wrong technique in device usage process "surgeon had cut the inserts and everything went up into my uterus" in (B)(6) 2017. On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria hospitalization and intervention required), suicidal ideation (seriousness criterion medically significant), fibromyalgia ("fibromyalgia") and allergy to metals ("allergies to nickel, chrome and cobalt"). The patient was treated with surgery (in (B)(6) 2017 bilateral salpingectomy was performed). In (B)(6) 2017, the patient experienced device expulsion (seriousness criteria medically significant and intervention required). She was treated with surgery (she was re-operated for a hysterectomy on (B)(6) 2017). Essure was removed. At the time of the report, the pelvic pain had resolved and the device expulsion, suicidal ideation, fibromyalgia and allergy to metals outcome was unknown. The reporter considered allergy to metals, device expulsion, fibromyalgia, pelvic pain and suicidal ideation to be related to essure. The reporter commented an article on a blog. According to her, she underwent a bilateral salpingectomy in (B)(6). In (B)(6), she had a repeat plain film of the abdomen and to her surprise the surgeon had cut the inserts and everything went up into her uterus. On (B)(6), she underwent a hysterectomy. Diagnostic results: unspecified date: whole series of tests, no results provided. In (B)(6): repeat plain film of the abdomen: the surgeon had cut the inserts and everything went up into her uterus. The list of device similar incidents contains essure reports received by bayer and older cases received by conceptus coded with the same medra preferred term. In this particular case a search in the database was performed on (B)(6) 2017 for the following meddra preferred terms: device expulsion. The analysis in the global safety database revealed 253 cases. Pelvic pain. The analysis in the global safety database revealed 3083 cases. Bayer is closely monitoring the benefit-risk profile of essure. A recent cumulative review of all available data on essure has not yielded any new safety signal with regard to these meddra pts. Further company follow-up with the consumer is not possible. Incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available, it will be provided on a supplemental report.